Manufacturer narrative:
Date of event: date was approximated as actual date is unknown, reported as (B)(6) 2018.

Event description:
It was reported via (B)(6) that a stroke occurred. In (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. In (B)(6) 2018 the patient experienced a watershed stroke. The patient has lost some peripheral vision.